Event description:
The customer reported to olympus during reprocessing, the camera head was overexposed, and the picture was white. The facility finished the case with the same device. There was no delay reported. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation the image was overexposed and white was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The malfunction phenomenon was not reproduced. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.